Event description:
It was reported the system was not working properly and the patient wanted to meet with a manufacturing representative. It was unclear what ¿the system was not working properly¿ referred to. Follow up is being conducted for clarification. No intervention or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3 7754, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Follow-up information received reported there was a greater than 50% reduction of symptoms. The patient reportedly went several months without attempting to recharge his spinal cord stimulator (scs). The implantable neurostimulator (ins) was confirmed to be involved in the issue. Reprogramming was not needed. The manufacturer representative (rep) met with the patient on (B)(6) and two physician mode recharges were performed to get the ins back to normal charging status. The patient was receiving effective therapy at the time of this report.